Event description:
It was reported that during a coronary stent procedure, the shaft of the express2 catheter brokea, during advancement into the guide catheter. No pt injuries or complications were reported.